Manufacturer narrative:
Subsequent to malfunction being reported to zoll, the complainant indicated that the facility's biomedical engineering department attributed the reported malfunction to a defective battery. In addition, the complainant indicated that the battery had been replaced, with no further incidents occurring, and that the device had been returned to zoll for a recertification only. An extensive evaluation of the device determined that the device may have been dropped. Possibly as a result of being dropped, a connector became detached from the charger printed circuit board, which may have resulted in an intermittent shut-down of the device. However, this cannot be established as the cause of the reported event. In addition, it was observed that the device had sustained significant damage to the housing and paddle set and that the device main switch was loose. These observations were unrelated to the complaint condition. After the connector was reattached to the printed circuit board and the housing, paddle set and main switch were replaced, the device met all performance specifications.

Event description:
Complainant alleged that the staff was attempting to monitor a pt (age and gender unknown), but the device intermittently shut down. No functions were available on the device, but the cahrger light continued to be lit. The staff was able to obtain another device to monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.